Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the hub of the subject balloon catheter appeared normal. The shaft was inspected along its length, it was severely kinked on its proximal shaft at approximately 16cm & the mid shaft approximately 66cm. During functional test, the balloon was attempted to be inflated but could not be inflated due to the severe kinks. The reported event of balloon has hole/perforation during use and balloon leaked during use could not be confirmed as the device could not be inflated due to the severity of the kinks/damage to the catheter shaft. However, the events were confirmed based on the damage noted to the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In the case of this complaint it is most likely that anatomical factors contributed to the reported event. Additional information states the event most may have occurred due to calcification which could have occurred in the short section after leaving the long airlock into the arteria carotis communis to the arteria carotis interna. An assignable cause of procedural factors will be assigned to the as reported and as analyzed events as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the balloon (subject device) couldn't be inflated during the procedure. When the subject device was removed, a small hole was noticed in the subject balloon through which contrast medium leaked during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the balloon (subject device) couldn't be inflated during the procedure. When the subject device was removed, a small hole was noticed in the subject balloon through which contrast medium leaked during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.